Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported via the sales rep that the pt was revised 9 months post-op due to broken gamma nail at the lag screw insertion point and the sales rep further reported that the customer have been requested for further info.